Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the products because they were not returned for investigation. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, interaction with associated devices and device positioning. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, it was reported that the stent jumped forward twice during stent delivery. Although a conclusive cause for the stent jumping could not be determined, it may be possible that anatomical conditions contributed to the difficulty as the lesion site was described as mildly calcified; however, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents for inaccurate delivery reported for this lot. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during the procedure in the left internal carotid artery, the rx acculink stent delivery system jumped forward twice during stent delivery. A second rx acculink stent was deployed overlapping the first stent to cover the target lesion. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.